Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-10391. It was reported the pt feels an uncomfortable heating sensation while charging her ipg. The pt stated she charges her ipg in 4 hour increments and sometimes falls asleep while charging. The pt agreed to follow the manufacturers recommendations for charging in shorter increments and not sleeping during charging sessions. On (B)(6) 2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.